Event description:
An optometrist reported a patient with possible ectasia, an increase in the inferior steepness in the right eye, approximately seven months following photo refractive keratectomy (prk) enhancement in both eyes. The patient reported decreased vision in both eyes, worse in the right eye than the left. In a follow up with the optometrist, he indicated the patient had been referred to a corneal specialist for possible cross-linking. The optometrist also reported at the patient's two week follow up for the prk enhancement, the patient had a break in the epithelium (abrasion) in the right eye. The patient reported tearing and light sensitivity in that eye. She was treated with artificial tears and hypertonic drops. The patient was seen one week later and the abrasion had resolved. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).